Event description:
The user facility reported a patient was implanted with an impella 5.5 device and pump did not start at onset. The impella 5.5 device was explanted and successfully replaced to provide mechanical circulatory support to the patient. It was noted there was no harm to the patient as a result of this event.

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of pump stop has been completed. The pump was returned for investigation. The data logs were not returned for investigation. Catheter kink was noted near the motor housing. 2 out of 3 motor line was found open on electrical test. Additionally, a cannula kink was reported near the outlet cage. Pump stop was reproduce with motor current high alarm. Pump stop failure mode was replaced with pump did not start failure ode as investigated. The cause of the pump did not start issue was an open electrical line inside catheter due to excessive force. G1 reporting contact last name was erroneously entered on the initial manufacturer device report number 1220648-2025-26458 g1 manufacturing site name and address was erroneously entered on the initial manufacturer device report number.